Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1293968. Medical device expiration date: 2023-04-30. Device manufacture date: 2021-10-20. Medical device lot #: 1151161. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-05-31. Medical device lot #: 1271818. Medical device expiration date: 2023-03-31. Device manufacture date: 2021-09-28. Medical device lot #: 1293967. Medical device expiration date: 2023-04-30. Device manufacture date: 2021-10-20. Medical device lot #: 1245697. Medical device expiration date: 2023-02-28. Device manufacture date: 2021-09-02 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "during centrifuge the gel does not separate the red blood cells from the serum, it remains at the bottom or on the edges of the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1293968. Medical device expiration date: 2023-04-30. Device manufacture date: 2021-10-20. Medical device lot #: 1151161. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-05-31. Medical device lot #: 1271818. Medical device expiration date: 2023-03-31. Device manufacture date: 2021-09-28. Medical device lot #: 1293967. Medical device expiration date: 2023-04-30. Device manufacture date: 2021-10-20. Medical device lot #: 1245697. Medical device expiration date: 2023-02-28. Device manufacture date: 2021-09-02 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "during centrifuge the gel does not separate the red blood cells from the serum, it remains at the bottom or on the edges of the tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 4 retained samples from each batch number: 1293968, 1151161, 1271818, 1293967, 1245697 were drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All 20 samples separated as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos only. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode, however it was noted by the customer that they found an issue with the centrifuge. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "during centrifuge the gel does not separate the red blood cells from the serum, it remains at the bottom or on the edges of the tube."